Event description:
In 1999, the hcp reported that the patient had flu-like symptoms and a large amount of drug was left in the pump reservoir. X-ray rotor test of the pump showed that the rotor had stopped. The pump was explanted and returned to the manufacturer for analysis.